Event description:
It was reported that the foley was found to leak from the drainage eye.

Manufacturer narrative:
The reported event was confirmed. A two way eggshell latex catheter was returned with its inflation funnel removed from the rest of the catheter. A luer lock syringe was used to placed 10 ccs of water through the inflation lumen. Water was seen leaking from the drainage eye. This a manufacturing failure and the device would not have passed functional- leak testing. A potential root cause could be due to "machine failure", "incorrect recipe", "program error", and "machine fault". He device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not needed as the reported event could not be caused by the user.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the foley was found to leak from the drainage eye.